Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firm nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in the cheeks. A month later, the patient was injected with juvéderm vollure¿ xc in the tear troughs and juvéderm volbella¿ xc in the lips. Three months later, the patient developed delayed nodules from end to end on the lips. Patient was treated with hylenex the in the lips and it was noticed that the patient also had nodules in the areas where juvéderm vollure¿ xc was injected and the nasolabial folds. The nodules in the nasolablial folds and cheeks as very visible, and the nodules in the tear troughs are not visible, but "they are palpable." Symptoms were noted as painless, firm nodules that worsened with other dermal fillers causing further nodule activity. Patient was also treated with solumedrol, bactrum, prednisone and kenalog over the next week. It was noted that the nodules were highly resistant to hylenex and there has only been 50% resolution. This is the same event and the same patient reported under MDR ID #3005113652-2018-00250 ((B)(4)) and MDR ID #3005113652-2018-00252 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella¿ xc, also a device manufactured by allergan.